Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is wear and tear. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 7/20/2022, it was reported by an arthrex employee via sems that an ar-9800 synergyrf console ablate numbers auto change by itself. This was discovered during an unspecified procedure with no patient harm. The case was completed by using a new ar-9800.